Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive the device, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Once the part has been investigated or other info received, a follow-up report will be created. (B)(4).

Event description:
It is reported that upon final seating of a tm reverse shoulder locking screw cap into the tm glenoid base plate with the torque wrench screw driver. The driver failed to limit the torque, not making an audible click, and the pt's glenoid was severely fractured.